Manufacturer narrative:
Per (B)(4) initial report. Additional information, including a post primary and pre revision x-rays, operative notes (primary and revision), patient activity level, weight and medical history, whether the patient followed correct post-op protocol, if the patient experienced any slips, falls or other trauma post primary surgery and an update on the patient post revision was requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity-I/trinity revision of the multi hole shell, ecima liner, cocr modular head after approximatively 5 months due to a fracture of the acetabulum. This is the second revision for this patient, the MFR report number for the 1st revision is 9614209-2026-00073.